Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the device was inserted into the right atrium, a "bleed back in the hemostatic valve" was observed. The physician inserted an octaray catheter and they stated they could still see blood and bubbles so they removed it from the body. The approximately amount of blood return was 5ml. No air entered the patient's body. There were no dislodgments or damages noted on the hemostatic valve, brim cap, or hub. The sheath was replaced. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 16-jul-2025, the product investigation was completed based on the received complaint device and photographic evidence. However, it must be noted that the product receipt of 10-jul-2025 was mistakenly omitted from the previous initial report, and has been documented in this supplemental. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the device was inserted into the right atrium, a "bleed back in the hemostatic valve" was observed. The physician inserted an octaray catheter and they stated they could still see blood and bubbles so they removed it from the body. The approximately amount of blood return was 5ml. No air entered the patient's body. There were no dislodgments or damages noted on the hemostatic valve, brim cap, or hub. The sheath was replaced. The procedure continued. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, some red fluid was observed on the side port tubing of the sheath. However, no leakage or bubbles were observed on the images provided. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Furthermore, the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive fore manipulation was applied. Finally, a back pressure test was performed, and a leakage was identified through the hemostatic valve. In addition bubbles were identify while a negative back pressure test was performed. A device history record evaluation was performed for the 60000637 finished device, and no internal actions related to the reported complaint condition were identified. The damage observed on valve could cause the leak issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).